Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The system was manufactured on july 13, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the first cataract procedure of the day, the usual phacoemulsification sound was different. The case was completed without patient harm.